Event description:
During a laparoscopic appendectomy the ats 45 linear stapler was being used. After 2nd firing of staples nothing happened,couldn't get it to fire again, gun locked up. The 3rd firing failed to crimp staples totally, but did cut tissue. A new unit was used without patient harm.